Event description:
The activities director was pushing resident in wheelchair at a shopping center's parking lot. The wheelchair hit a crack in the pavement, then the right front wheel broke (plastic part in the center of the wheel), causing resident to fall forwards, landing on her right side. Resident had a laceration under the right eye and bridge of nose (requiring stitches), and fracture of right wrist.